Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which was implanted yesterday, displayed noise. The noise inhibited pacing, but the patient's own rhythm came through at a rate of approx 40 bpms. The lead diagnostics were normal. This only seen once. The electrogram displayed a non-sustained ventricular tachycardia (nsvt) episode with regular artifact. There is no noise on the shock channel.